Event description:
Information received indicates when applying the brake, the brake will lock but the casters continue to swivel. The steer caster continues to swivel after the steer pedal is engaged also.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the stretcher.